Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips were twisted on the applier at firing, clips go out in a wrong position. This happened with two devices. There was no consequence to the pt.

Manufacturer narrative:
Device a-ligaclip endoscopic rotating multiple clip applier-based upon the inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with the jaws misaligned. No conclusion could be reached as to how the damage to the jaws occurred. However, the instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the clips firing or the formation of the remaining clips.